Event description:
The customer reported that the system was losing images and the images were mixed on the system.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep verified the problem with the images. He reloaded the software, reloaded the calibration files, installed a new hard drive, then reloaded the system operating software.